Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via visual examination. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, the product's photo investigation was completed. Investigation summary: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2021, mentor received the following additional information: the patient also suffered left breast hardening, left breast pain and upon examination, it was revealed that the patient had left breast capsular contracture (baker grade iii). Aside from explantation on august 12, 2020, the patient also underwent capsulectomy and bilateral replacement with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9487059 sn: (B)(6) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9487059 sn: (B)(6). Lastly, the left implant was described as completely destroyed and could not be sterilized to send back for analysis. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture, breast pain. Manufacturer¿s reference number: (B)(4).